Event description:
Information was received indicating that during cleaning of a smiths medical level 1 hotline 3 blood and fluid warmer a crack was found to the reservoir and observed to be leaking. It was reported that no alarm occurred and that the damage was caused by the cleaning staff. There was no reported patient involvement or adverse events.

Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Visual inspection of the device found it to have a cracked tank cover and enclosure, and an outdated pcb, power switch, and front cover. Device tank cover was filled with water and noted to have leaked shortly after. It leaked from cracks in the enclosure at the base of the drain tube. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source has been unable to be determined.